Event description:
The whisper guide wire was used in the mid circumflex with mild tortuosity, moderate calcification and 90% stenosis.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The torn polymer coating was able to be confirmed. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Reportedly, the polymer on the tip of the whisper guide wire, about 3 mm, peeled off after use. The procedure was finished without any significant result. No adverse patient effects were reported. No clinically significant delay in the procedure was reported. Analysis of the returned device identified a separated core and torn polymer; however, there was no peeling polymer found. The site confirmed that torn polymer is what they meant when they reported peeling polymer. No additional information was provided.